Manufacturer narrative:
Date of event: unknown. Additional common device name: exd irrigator, ostomy; procode: exd. Occupation: patient's mother. Initial reporter also sent report to FDA: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required placement of a chait percutaneous cecostomy catheter for an unknown procedure. After placement, the patient experienced blockage and leakage with the device. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that a chait percutaneous cecostomy catheter experienced blockage and leaking, the patient is requesting to know if the size of the catheter is suitable for her procedure/application. This incident was reported by the patient¿s mother, in the united states. Attempts to acquire additional information from the user facility and patient were executed, however no additional information was provided in response to this incident. No adverse effects were reported. A review of the instructions for use (IFU) and quality control were conducted during the investigation. The complainant did not return the complaint device for investigation; therefore, no device investigation could be performed. However, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. In response to this incident, cook could not complete a review of the device history record (DHR) due to lack of lot information from the patient. A database search for additional complaints could also not be completed as there was no lot number reported. A sales shipment search could also not be performed as the complaint was reported by the patient and the user facility is unknown. As related non-conformances could not be confirmed and adequate inspection activities have been established, it was concluded that there is no evidence that nonconforming product exists in house or in field. He instructions for use (IFU) supplied with the chait trapdoor cecostomy catheter provides the following information to the user related to the reported failure mode: precautions: ¿instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction.¿ patient instructions for maintenance of chait trapdoor cecostomy catheter: ¿instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. Instruct patient that once chait trapdoor cecostomy catheter is placed, he/she can resume the cecostomy enema regimen previously being used with the temporary cecostomy catheter. The patient should begin antegrade cecostomy enemas on the day following discharge.¿ based on the lack information provided, no returned product, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.